Event description:
It was reported by company representative that the woc (wound, ostomy, and continence) nurse told him that five dressings from one market unit had left silicone residue on the skin, and thus she believed it was leaving residue in the wounds as well. This was meant to be used as more of a protective dressing. They had been trialing the product as a replacement for other company¿s foam dressing. Three attempts have been made and one electronic mail (email) was sent requesting further information to contact the woc (wound, ostomy, and continence) nurse but it was not possible to contact her. No additional information is available at this time. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Device 5 of 5: role of complainant : (B)(6). Name of hospital : (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d9: device available for eval & date returned to mfg h3: device evaluated by mfg h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary a batch record review was completed and no discrepancies were found. Aquacel foam pro sacral 24x21.5cm 1x5 nai was manufactured under system application product (sap) code (B)(4) and manufacturing lot number 1k01013 on 11 october 2021. Lot # 1k01013 was sterilised under reference (B)(4) and released on review of results of sterilisation provided by sterilisation company sterigenics. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 1k01013. There are 2 complaints for this affected lot number in database- this complaint for dressing leaving residue in the wound and the additional complaint noted above for maceration. One photograph was received for this issue and has been evaluated in accordance with work instruction (wi). The photograph confirms the expected lot number and product, but does not show the complaint issue. The samples under complaint were requested for investigation as part of both complaints, received on 29th june 2022. A non-conformance was raised for this complaint, also including covering the associated complaints, as noted above. The research and development team were able to comment on the complaints, stating that the residue under complaint will be common silicone gel. Silicone gels have a fine balance when curing for adhesion; a softer gel was stickier but softer so can leave residue, a harder gel was less adhesive to the skin but no risk of residue. The residue is common with silicones and is removed easily. Additionally, it would not leave silicone in the wound as silicone is hydrophobic and hence will not stick to the wound, only to the dry peri-wound skin. The silicone is highly biocompatible, as documented in the biomedical and environmental research, so there would be no risk to patient, even if some residue did get left. These silicones are used in implants, so are safe and biocompatible. As the silicone adhesive is applied and cured at a supplier site, the supplier has been contacted regarding these complaints. However, no discrepancies were identified in the suppliers documentation, and the affected lot was confirmed as being within specification with no unusual events record on the batch records. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.